Event description:
It was reported that a pump alarmed for air-in-line when no air was present. The customer stated that this occurred during testing and there was no pt involvement. It was reported that different IV sets were used and the pump continued to alarm for air in the line.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.